Event description:
It was reported by claimant's counsel that the patient underwent left tha on (B)(6) 2012 and was implanted with a lfit v40 femoral head and accolade hip stem. He was revised on (B)(6) 2021 due to alleged stem fracture and metallosis.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.